Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals the part was received with part of the 8 mm hex socket broken off and the broken piece was not returned for inspection. The fracture extends down to the base of the internal hex form and the surface is homogenous which indicates material uniformity. Three of the 6 hex points remain and 2 have deformation on either side of the point. There are several dings in the edges of both ends of the t-handle. The deformation on the remaining points in the socket indicate that this device has been used extensively and with a significant amount of torque applied. Based on the age of this device, complaint history, and uniformity of the fractured surface, there is no indication any manufacturing or design related issues. This complaint is deemed invalid. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
It was reported that during a ankle spanning frame, the tip of the t-handle wrench broke off while tightening the nut on the medium ex-fix clamp. All pieces were retrieved. Surgeon used another t-handle wrench to complete the procedure. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.